Manufacturer narrative:
Reported event was confirmed by review of op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after a left knee arthroplasty the patient was revised approximately four years post-implantation due to pain, limited activities and mechanical loosening of the femoral and tibial components. During the procedure, the surgeon noted that there was a moderate amount of clear brownish fluid that was removed from the knee. Also noted that the synovium was tan-colored which indicates polyethylene wear debris incorporation. However, once the polyethylene was removed, it did no show any signs of wear or breakage. Finally, the surgeon noted that the patella component was initially not resected level; therefore, the surgeon removed and replaced the patella implant. All components were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: doughtype radiopaque bone cement 40 g polymer powder catalog # 00110100200 lot # 61825881, doughtype radiopaque bone cement 40 g polymer powder catalog # 00110100200 lot # 61819420 tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # 00598003702 lot # 61980647 femoral component option size e left compatible with lps-flex prolong catalog # 00596401551 lot # 61866697 articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height catalog # 00596203210 lot # 61840823. Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2017-00772, 0001822565-2017-05217-1, 3007963827-2017-00292. 0001822565-2017-08658 0001822565-2017-08657

Event description:
It was reported that after a knee arthroplasty the patient was revised due to pain, loosening and limited activities